Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced a shocking/jolting sensation following an implant. When the pt first turned their implantable neurostimulator on the friday after surgery, they received a shock which caused them to land on their back. The fall caused a dislocated shoulder, sprained wrist and scraped knuckles. Paramedics and a neighbor assisted the pt. When trying to decrease setting, the implantable neurostimulator "went off with a boom". An x-ray of the leads was taken, and it was determined a lead had not been attached properly. The lead was inactivated instead of having surgery. Additional info has been requested from the hcp, but was not available as of the date of this report.